Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 3.1 had bad rails due to missing rail component. A field service engineer removed the drawer, corrected a misaligned magnetic strip blocking insertion, replaced the drawer, completed firmware update, and configured the new drawer in storage settings and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 track broke, it remained open but was not functioning well and required replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.